Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported he programmed a bolus and his insulin pump had an alarm. The device did a countdown and set the date and time and rewound itself. Customer's blood glucose was 107 mg/dl. Customer was advised the alarm was a safety alarm. The alarm did not occur after a battery change, while he was changing his settings, or during priming. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)